Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2009 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 10 years ago. Model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: a35015/a39713, model/catalog description: phase iii linear lead - 70 cm. Model number/catalog number: sc-2208-70, serial number: (B)(4), batch/lot number: a37651/a37733, model/catalog description: st linear lead 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced inadequate stimulation. The patient underwent an explant procedure.